Manufacturer narrative:
Additional procode: htj. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the depth gauge was bent and the screws inserted into the patient were too small due tosc incorrect depth gauge reading. Fifteen (15) screws were used. Five (5) screws were implanted and ten (10) screws were explanted as a result. There was no patient consequence. The procedure was successfully completed using a depth gauge from another set. There was a surgical delay of fifteen (15) minutes. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: 15). This report is for one (1) depth gauge for 1.3mm/1.5mm and 2.0mm screws. This is report 1 of 1 for (B)(4).